Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ needles tw had white debris on them. The following information was provided by the initial reporter: ¿we are still seeing issues with our bd needles coming to us with white debris on them. Even though last time, we were told that this is not a widespread issue, we are still seeing the issue.¿

Event description:
It was reported that bd¿ needles tw had white debris on them. The following information was provided by the initial reporter: ¿ we are still seeing issues with our bd needles coming to us with white debris on them. Even though last time, we were told that this is not a widespread issue, we are still seeing the issue. ¿

Manufacturer narrative:
Investigation: two (2) photos were provided by the customer for investigation by our quality tea. One (1) photo shows a packaged needle and shield in the blister pack showing the batch number. The second photo shows a needle hub attached to a syringe with the needle shield removed. The second photo appears to show a piece of white foreign matter (fm) on the needle. A device history record (DHR) review was performed on the batch associated with this investigation (batch 8172881). The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the photographs provided the quality team can confirm the presence of white foreign matter (fm) on the needle. However, without a physical sample to analyze the fm on the needle cannot be identified; therefore, potential root causes cannot be determined nor can the size of the fm be determined.